Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for the call was the caller wanted to get MRI information. The caller stated that the patient's original system failed and the notes in the medical record indicated that the device and leads were removed but the ins was reused and a paddle lead was placed. The issue was not resolved through troubleshooting. The caller indicated that they were charging the ins at the time of the call so they could activate MRI mode.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the system failed because of a procedure issue. The original lead placement changed after migration. The practitioner attempted to reposition the leads percutaneously but could not due to scar tissue. The patient experienced system failure shortly after percutaneous placement. The patient was referred to the hcp for paddle placement. The ins function was normal. The issue was resolved after patient underwent paddle placement on (B)(6) 2025.